Event description:
(B)(4). This device case, which does not involve an adverse event, reported by an agent of a pharmacy who contacted the company to report a product complaint, regards a (B)(6) female patient of unspecified origin. The patient was taking an unknown insulin for an unknown indication. On (B)(6) 2012 it was reported that the patient's humapen memoir digits were only partially showing in the dose display, and there were flashing lines in the display. The humapen memoir was associated with product complaint (B)(4) / lot unknown. The patient was the user of the device. The user's training status was not provided. The duration of use was not provided. The device was not returned. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary; updated the device available for evaluation field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow up is planned. Evaluation summary a pharmacy technician reported on behalf of a patient that her humapen memoir device had flashing lines appearing on the display and only partial digits were showing. The actual device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by an agent of a pharmacy who contacted the company to report a product complaint, regards a (B)(6) female patient of unspecified origin. The patient was taking an unknown insulin for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir digits were only partially showing in the dose display, and there were flashing lines in the display. The humapen memoir was associated with product complaint (B)(4) / lot unknown. The patient was the user of the device. The user's training status was not provided. The duration of use was not provided. The device was retained for possible return.

Manufacturer narrative:
(B)(4). Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.